Event description:
It was reported that the device exhibited oversensing and undersensing. The atrial capture threshold was 3.75 v and the atrial sensing threshold was 0.2 mv. Two weeks previous, the capture threshold was 3.5 v and the sensing threshold was 1.6 mv.